Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006-06, product type: catheter. (B)(4).

Event description:
It was reported that the patient was hearing a beep coming from what they thought was the patient¿s pacemaker. The single tone alarm was not coming from the patient¿s pacemaker. Telemetry had not yet been performed on the patient¿s pump. The alarm started about 3 weeks prior. It was noted that the patient¿s pump quit working a couple years prior. The pump did not quit due to normal battery depletion. The patient reported their health care professional (hcp) said that the pump didn¿t work because the medication ¿fouled up¿ the pump so it stopped. The patient did not have a refill date upcoming, because the pump was no longer working. It was unknown what type of medication was in the pump at the time of event. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.